Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. (B)(4). The device remains implanted, so no engineering investigation could be performed.

Event description:
On (B)(6) 2015, a gore® propaten® vascular graft was implanted as a bypass in the upper limp parietal to the knee. There were no abnormalities during the implant procedure observed. On (B)(6) 2015, an occlusion of the gore® propaten® vascular graft was diagnosed. On (B)(6) 2015, a thrombectomy was successfully performed and a good blood flow noticed. It was reported to gore that, while the secondary intervention was performed, it was noticed that a part of the ringed portion of the vascular graft was compressed. It was stated that this compressed portion might be the reason for the medical device occlusion. The patient was monitored and the medical condition for the leg got worsens. The physician stated that a limb amputation was planned and that the patient did not agreed on the further medical treatment and aborted the therapy.